Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 440 mg/dl. Customer stated that they removed the infusion set from site and noticed the cannula was bent. Customer stated that stated sugars went up within 3 hours up to 440 mg/dl and removed the set as it was hurting. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.